Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the box was opened, there was no guidewire inside. This was discovered prior to use. There was no patient involvement.

Manufacturer narrative:
DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. One opened powerport isp MRI with 8 fr s/l groshong catheter kit without labels or tyvek cover was received. Kit was compared to content list and it was noted that all components were present except for syringe, introducer needle, guidewire, and peel apart sheath and dilator. Two photographs were also returned. One depicted a box that appeared closed and had labeling identifiying the product as product 8808560, lot recq0109, powerport isp m.r.I. Implantable port with suture plugs, with a groshong catheter. Various components were depicted in the other photograph, including a guidewire hoop with separated j-straightener, but no guidewire inside. No syringe, 18 ga introducer needle, catheter locks, macrointroducer, or hang tag on the groshong catheter were noted in the returned photographs. Because the physical sample and the sample as depicted in the photographs are open, the complaint of a guidewire missing from the kit cannot be confirmed. As the complaint of missing component cannot be confirmed, a root cause of the reported event cannot be determined. The original state of the package at the time of the event cannot be verified. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that when the box was opened, there was no guidewire inside. This was discovered prior to use. There was no patient involvement.